Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels of 40 mg/dl; cause was not known. Customer consumed glucose and juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer reverted to an alternate pump for insulin therapy.